Manufacturer narrative:
The reason for this revision was reported that the patient presented with pain and a swollen hip. The implants were in the patient for four years, eight months prior to revision. A CT scan of the hip area revealed a large cyst surrounding the acetabular components of the patient's metal-on-metal total hip prosthesis. Pathology testing showed findings of metallosis with black colored foreign material formed in fine granules in the connective tissue. Blood ion levels were found to be 7.8 ¿g/dl for cobalt and 1.67 ¿g/dl for chromium. All components of the hip prosthesis were removed during the revision surgery. The cyst was removed and a new prosthesis was implanted (lima system). Revision surgery was completed as intended with no delay. There are no risk or adverse conditions indicated with the revision surgery. All explanted components were returned to djo surgical. Upon inspection, the damage to certain components, particularly the revelation stem and the poly component of the metal-metal liner assembly, is quite severe. The neck of the revelation stem has two deep and sharply-defined grooves cut into the posterior side of the neck. When the components of the prosthesis are assembled as they would be in vivo, and moved to the limits of range of motion (rom), the deepest of the two grooves aligns exactly with the edge of the cocr component of the metal-metal liner assembly. The other groove aligns exactly with the rim of the acetabular shell. This wear pattern is consistent with repeated impingement of the stem neck, in one consistent direction only, on the shell and liner. As reported by the senko representative the revision surgeon stated that the acetabular shell was anteriorly angled by 60 degrees. This malposition would rotate the posterior rim of the shell laterally, greatly increasing the opportunity for impingement during posterior travel of the stem. The acetabular shell itself has a single, deep indentation on its posterior rim. The size of the indentation is consistent with the diameter of the stem neck. The poly component of the metal-metal liner has a large, semicircular region of worn-away material, also consistent with the size of the stem neck. Minor wear is present on the edge of the unipolar sleeve. This does not appear to be related to impingement, but may have occurred during removal. The three cancellous screws are in generally pristine condition. When placed in the three holes of the acetabular shell, they fit as they should and cannot be pulled through the holes. The good condition of the screws and the holes indicates the shell was firmly affixed in the acetabulum, and was likely malpositioned during the primary surgery rather than becoming that way later. Initial inspection reveals that the two cocr components (the femoral head and the metal-metal liner component) exhibit normal wear patterns typically seen on explanted metal-on-metal implants. In spite of all the damage to the titanium alloy stem neck from the edge of the liner component, there is no evidence at all of any damage to the liner from the stem, not even any burnishing of the liner edge surface. Anecdotally, previous instances of impingement between titanium alloy and cocr components have shown the same signature - the titanium alloy component displays all the wear. The articulating surfaces of the femoral head and the metal-metal liner were then thoroughly cleaned with isopropyl alcohol (ipa) and a soft cloth, then inspected at approximately 10x with fiber optic lighting. The following conditions were observed: liner the entire inner surface has light scratching consistent with normal wear. These scratches are very shallow, short in length, and exhibit a random directional pattern. On one side of the inner surface, within an arc of about 90°, there are some longer scratches that generally seem to sweep from the center of the liner out to the edge. These scratches are still shallow, but are more prominent and apparent than the random scratches mentioned above. It seems possible these could be due to 3rd body debris, perhaps wear particles shed by the damaged stem neck. This portion of the inner surface may also have been oriented such that it was bearing the patient's weight. In a band about 1/16" wide bordering the inside edge of the liner, there is a series of short scratches aligned radially. Most likely these are due to contact with the worn notch in the stem neck, the sidewalls of which would now be able to make occasional contact with a small margin of the liner's inner articulating surface. Head the head's entire outer surface has light scratching consistent with normal wear. There is a faint "belt line" visible around the outside of the head, at an oblique angle approximate 45° to the head's central axis. This line is a visual transition from lower scratch density to higher scratch density. This transition likely represents the portion of the head surface which is usually in contact with the liner vs. The portion of the head surface which is usually not in contact with the liner, hence the difference in the density of scratches. The angle of this transition line is likely due to the relative angle of the malpositioned acetabular shell. There are a couple patches of what looks like contamination on the articulating surface, but these could not be removed with ipa and a soft cloth. They don't have any significant height, but the dullness of the patches is obvious next to the otherwise shiny surface. There is also a slight rainbow sheen effect around the edges of the dull patches. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 20 prior complaints reported against this part. Of these, four prior complaints (pc-2008-00122, pc-2011-00184, pc2012-01103, and pc-2013-00196) indicated a possibility of actual metallosis. Five other complaints indicated that the patient presented with hip pain, but did not allege metallosis. This is the first complaint against the 499-34-007 where the patient presented with a cyst near the prosthesis. Update 29 aug 2014 per customer request the cocr components (part number 497-34-000 femoral head and part number 499-34-007 liner) were submitted to an outside testing laboratory for surface analysis per djo protocol pr14-038. A scanning electron microscopy (sem) - energy dispersive x-ray spectrometer (eds) evaluation was performed, and a structured light scan with dimensional comparison to djo's cad models was performed. The results were provided in report (B)(4). The most likely root cause for the revision surgery is malposition of the acetabular shell during the primary surgery. This resulted in severe impingement of the revelation stem neck on the rim of the acetabular shell, and on the edge of the cocr component of the liner assembly. This is backed up by the revision surgeon's statement that the fmp shell seemed to be anteriorly angled by 60 degrees. There was no information reported that evidences a material, design, or manufacturing problem with the products associated with this complaint.

Event description:
Revision surgery - due to cyst (or pseudotumor) by metal allergic reaction was found through computerized tomography (CT) scan inspection at the hospital. The patient had claimed of pain around her swelled hip. The original surgery was done on (B)(6)2009. The surgeon considers excess metal wear caused by edge loading because of malposition of the acetabular cup the revision surgery is going to be performed on (B)(6)2014.

Manufacturer narrative:
The reason for this revision was reported that the patient presented with pain and a swollen hip. The implants were in the patient for four years, eight months prior to revision. A CT scan of the hip area revealed a large cyst surrounding the acetabular components of the patient's metal-on-metal total hip prosthesis. Pathology testing showed findings of metallosis with black colored foreign material formed in fine granules in the connective tissue. Blood ion levels were found to be 7.8 [?]g/dl for cobalt and 1.67 [?]g/dl for chromium. All components of the hip prosthesis were removed during the revision surgery. The cyst was removed and a new prosthesis was implanted (lima system). Revision surgery was completed as intended with no delay. There are no risk or adverse conditions indicated with the revision surgery. All explanted components were returned to djo surgical. Upon inspection, the damage to certain components, particularly the revelation stem and the poly component of the metal-metal liner assembly, is quite severe. The neck of the revelation stem has two deep and sharply-defined grooves cut into the posterior side of the neck. When the components of the prosthesis are assembled as they would be in vivo, and moved to the limits of range of motion (rom), the deepest of the two grooves aligns exactly with the edge of the cocr component of the metal-metal liner assembly. The other groove aligns exactly with the rim of the acetabular shell. This wear pattern is consistent with repeated impingement of the stem neck, in one consistent direction only, on the shell and liner. As reported by the (B)(6) representative the revision surgeon stated that the acetabular shell was anteriorly angled by 60 degrees. This malposition would rotate the posterior rim of the shell laterally, greatly increasing the opportunity for impingement during posterior travel of the stem. The acetabular shell itself has a single, deep indentation on its posterior rim. The size of the indentation is consistent with the diameter of the stem neck. The poly component of the metal-metal liner has a large, semicircular region of worn-away material, also consistent with the size of the stem neck. Minor wear is present on the edge of the unipolar sleeve. This does not appear to be related to impingement, but may have occurred during removal. The three cancellous screws are in generally pristine condition. When placed in the three holes of the acetabular shell, they fit as they should and cannot be pulled through the holes. The good condition of the screws and the holes indicates the shell was firmly affixed in the acetabulum, and was likely malpositioned during the primary surgery rather than becoming that way later. Initial inspection reveals that the two cocr components (the femoral head and the metal-metal liner component) exhibit normal wear patterns typically seen on explanted metal-on-metal implants. In spite of all the damage to the titanium alloy stem neck from the edge of the liner component, there is no evidence at all of any damage to the liner from the stem, not even any burnishing of the liner edge surface. Anecdotally, previous instances of impingement between titanium alloy and cocr components have shown the same signature - the titanium alloy component displays all the wear. The articulating surfaces of the femoral head and the metal-metal liner were then thoroughly cleaned with isopropyl alcohol (ipa) and a soft cloth, then inspected at approximately 10x with fiber optic lighting. The following conditions were observed: liner. The entire inner surface has light scratching consistent with normal wear. These scratches are very shallow, short in length, and exhibit a random directional pattern. On one side of the inner surface, within an arc of about 90°, there are some longer scratches that generally seem to sweep from the center of the liner out to the edge. These scratches are still shallow, but are more prominent and apparent than the random scratches mentioned above. It seems possible these could be due to 3rd body debris, perhaps wear particles shed by the damaged stem neck. This portion of the inner surface may also have been oriented such that it was bearing the patient's weight. In a band about 1/16" wide bordering the inside edge of the liner, there is a series of short scratches aligned radially. Most likely these are due to contact with the worn notch in the stem neck, the sidewalls of which would now be able to make occasional contact with a small margin of the liner's inner articulating surface. Head. The head's entire outer surface has light scratching consistent with normal wear. There is a faint "belt line" visible around the outside of the head, at an oblique angle approximate 45° to the head's central axis. This line is a visual transition from lower scratch density to higher scratch density. This transition likely represents the portion of the head surface which is usually in contact with the liner vs. The portion of the head surface which is usually not in contact with the liner, hence the difference in the density of scratches. The angle of this transition line is likely due to the relative angle of the malpositioned acetabular shell. There are a couple patches of what looks like contamination on the articulating surface, but these could not be removed with ipa and a soft cloth. They don't have any significant height, but the dullness of the patches is obvious next to the otherwise shiny surface. There is also a slight rainbow sheen effect around the edges of the dull patches. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 20 prior complaints reported against this part. Of these, four prior complaints ((B)(4)) indicated a possibility of actual metallosis. Five other complaints indicated that the patient presented with hip pain, but did not allege metallosis. This is the first complaint against the 499-34-007 where the patient presented with a cyst near the prosthesis. Update 29 aug 2014. Per customer request, the cocr components (part number 497-34-000 femoral head and part number 499-34-007 liner) were submitted to an outside testing laboratory for surface analysis per djo protocol (B)(4). A scanning electron microscopy (sem) - energy dispersive x-ray spectrometer (eds) evaluation was performed, and a structured light scan with dimensional comparison to djo's cad models was performed. The results were provided in report (B)(4). The most likely root cause for the revision surgery is malposition of the acetabular shell during the primary surgery. This resulted in severe impingement of the revelation stem neck on the rim of the acetabular shell, and on the edge of the cocr component of the liner assembly. This is backed up by the revision surgeon's statement that the fmp shell seemed to be anteriorly angled by 60 degrees. There was no information reported that evidences a material, design, or manufacturing problem with the products associated with this complaint.

Event description:
Revision surgery - due to cyst (or pseudotumor) by metal allergic reaction was found through computerized tomography (CT) scan inspection at the hospital. The patient had claimed of pain around her swelled hip. The original surgery was done on (B)(6) 2009. The surgeon considers excess metal wear caused by edge loading because of malposition of the acetabular cup the revision surgery is going to be performed on (B)(6) 2014.